Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to extruding into the vaginal canal. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent bso and lysis of adhesions with removal of bowel implant on (B)(6) 2007 due to dyspareunia and ovarian cysts. (B)(4).